Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0272, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. Essure was not the safe and effective birth control it is marketed to be. It took a full hysterectomy at age (B)(6) for her to have her quality of life back. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had to have a full hysterectomy to have her quality of life back. The hysterectomy is listed in the reference safety information for essure. In this particular case, the reason for hysterectomy was not provided. Despite the lack of information, since no alternative explanation was provided and the removal of essure may require a hysterectomy, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had to have a full hysterectomy to have her quality of life back. The hysterectomy is listed in the reference safety information for essure. In this particular case, the reason for hysterectomy was not provided. Despite the lack of information, since no alternative explanation was provided and the removal of essure may require a hysterectomy, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring